Event description:
It was observed that during the device evaluation, the camera head experienced an intermittent disconnection from the camera unit, resulting in white dots appearing on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. The image has white dots due to disconnection in camera unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.